Event description:
I write this communication as a user of the accucheck spirit insulin pump and believe the FDA should be aware of the lack of reliability of the product. In the six plus years that I have been using the device, my units have failed four or five times. They state that they warrant the pump for four years and they provide a backup so the user can switch to it when the original fails. They then fedex a replacement, expecting that the user will return the defective device. This they did for me for three times with no trouble year ago last february, while in india, I experienced another failure which they refused to replace as I was over the warranty. It was only after I wrote to the president of the us branch that they sent me a replacement that was allegedly a superior product. On (B)(6) 2015, it failed and they refused to provide a replacement. The quality and reliability of the product is suspect and I believe that there should be a recall of all the outstanding devices. If they do not last a year [for the new and improved model] and less than two years for the original type, with no warnings in the voluminous literature, this deserves your immediate attention. They have asked me to return the device so they can determine what the defect was; I countered that the pump was my property and that if they were not to offer me a replacement, I would be keeping it as perhaps the FDA might want to look at it. For the record, in each of the replacement instances they did not honor my request for info about the cause of the malfunction. When I griped, they informed me that it had been sent to the roche european headquarters and they had no way of determining which was my pump. Should you wish to discuss this matter, you may call at (B)(6) [note that I screen my calls so please identify yourself and give me time to answer. For the record, I am told that my insurance company will cover a new pump, so this communication is written to identify a problem so you can take steps to protect my fellow diabetic sufferers.